Event description:
It was reported by the pt that in 2009, she had an avaulta product implanted. After the procedure, the pt felt pain and itching in the vaginal area. She went to the emergency room and had approximately inches of mesh cut out. The pt reported that she is still experiencing some mesh protruding out of her vagina which is causing yeast infections and discomfort. The pt indicated that she is visiting doctors to see if additional surgeries will be required.

Manufacturer narrative:
The lot number was not provided, therefore, the device history record could not be reviewed. The device remains implanted. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The instructions for use states under precautions: "the mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes."